Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00877703601 lot number:2767376 brand name: biolox head, catalog number:ar-182ssf lot number: 1240438 brand name: suture ancho, catalog number: 00625006525 lot number:61999335 brand name: bone screw. Operative notes were reviewed and identified patient underwent I&d due to revision. The patient noted redness at the mid-portion of his wound with a bullous formation. Lab tests demonstrated markedly elevated sedimentation rate, normal c-reactive protein, cbc demonstrated anaemia. Bolus started to drain and after skin incision made excised. Gross purulence leading to the anterior femur as well as the joint posteriorly in a y fashion. Fascia lata had large open lesion with dehiscence of posterior capsular and short ER repair as well as abductor repair. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 40 days post implantation. Attempts have been made and additional information on the reported event is unavailable.